Event description:
The ortho summit plus (european union-hamilton microlab at plus 2) instrument reportedly did not pipette sufficient diluent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and exchanged the lifting tube for positions 1 and 2. Fse checked the pipetting module and determined it was performing as expected. The instrument was tested without further problem. Instrument is operating as expected.